Event description:
The customer reported getting an alarm on the insulin pump and insulin squirting out during manual priming. Also, the customer noticed that the drive support cap was flush. The blood glucose at the time of the call was 68 mg/dl. The customer treated for the low blood glucose with manual injection. The customer was advised to remain disconnected from the insulin pump, to discontinue using it and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.